Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed by tightening the patient adapter of the device to an in-lab titanium adapter, within the inches per pound specification, and then the device was leak tested and no issues or leaks were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter; further described as "the titanium adaptor does not tighten properly." This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.